Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: 5 customer samples were received and a draw test was conducted. All tubes performed per specifications and no stopper pop off was seen in the tested samples. A review of the device history record revealed no related quality notifications. All process and final inspections comply with specification requirements conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4) .

Event description:
It was reported that the stoppers of at least ten 13x75 mm 4.0 ml bd vacutainer® plus plastic whole blood tubes popped off during use. The user removed the stoppers to inspect the blood for fibrin clots and after recapping them, they were not secure and popped off. The specimens had to be run manually. There was no report of injury or medical intervention.